Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon noticed that the force bipolar instrument wrist of the instrument snagged on tissue. Procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer noted the wrist joint of instrument was "snagging" or "getting caught" on tissue when the surgeon went from moving the wrist from a bent position to a straight position. Surgeon stated that patient was fine, and the procedure was completed as intended. The surgeon did not mention seeing any fragments. The procedure was completed robotically as planned. There was no information on whether the procedure was delayed. There were no reports of fragments, protruding cables, loose cables, frayed cables, or cable breakage.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.